Event description:
Olympus customer care representative was informed by the biomedical engineer at the user facility that the customer high-definition liquid crystal display monitor had an ¿intermittent loss of power. Unable to find the source. No low voltage capability.¿ the problem was found during an unspecified procedure. No death or injury was reported.

Manufacturer narrative:
The referenced device was returned to the olympus service center, but the evaluation is in progress. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as providing additional information based on the device evaluation and the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: - ¿always use the power cord that was shipped with the monitor or mobile workstation. Using other power cords may result in an electric shock or malfunction. - confirm that the wall mains outlet or the mobile workstation has adequate electrical capacity. Failure to do so may cause fire or power fluctuation. - use of a power supply with insufficient electrical capacities may cause malfunction of this monitor.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 05-jul-2022: the event occurred during inspection, prior to a procedure, and the procedure was completed with another similar equipment. No adverse outcome occurred.